Event description:
A retroactive review of pt flag flies in the lifevest network identified a monitor reset the following a treatment on (B)(6) 2011. The pt's wife called to report that the pt was treated. The pt was sleeping during the event. After the retrospective review of the pt's flag files, it was revealed that the pt recd on appropriate treatment at 01:10:35 on (B)(6) 2015. The rhythm at the time of treatment was ventricular fibrillation. After delivering the treatment the lifevest monitor reset. The post-shock rhythm was unk due to the reset. The pt was taken to the hosp and continued to wear the lifevest. There was no adverse event.

Manufacturer narrative:
Device eval summary: device eval f monitory sn (B)(4) was completed. The monitor was returned and found to be fully functional. Zoll was unable to reproduce the reset after a treatment was delivered. Monitor sn (B)(4) reset after a treatment was delivered. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. No adverse event resulted from the pulse reset.